Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) sparked and shut off. The patient switched to a second mpu and it did not work either. The patient then switched to battery power and the alarms resolved. The black cord was exchanged which made no difference. A loaner mpu was given and the alarms resolved. Related MFR # 2916596-2022-12118.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit sparking and shutting off was confirmed. The mobile power unit (mpu) (serial number: (B)(6) was returned for analysis to the service depot with cuts in the patient cable of the mpu. The mpu was evaluated and tested on 25aug2022. During operation, the mpu¿s patient cable was manipulated near the damaged area and a connect to power alarm appeared on the test controller confirming the reported issue. All other components were found to be in good condition. The mpu was forwarded to the product performance engineering (ppe) lab for further analysis. The returned mpu was connected to a test system controller and mock loop. The mpu was powered on and initially supported the system without any issues. Upon manipulating the cable at the site of damage near the connector, the reported event was confirmed. A spark was observed through the cut, the mpu powered off and a connect power alarm appeared on the system controller. A functioning test cable was inserted into mpu. The system was allowed to run for an extended period of time. No alarms or issues occurred. The insulation of returned cable¿s underlying wires was tested and the yellow (15 vcc power) and gray (rsoc) wire were found to be shorting to the shield. The outer jacket of the cable was stripped, and damage was found to the yellow and gray underlying wires. Additional information provided on 13jul2022 stated that the issue(s) resolved with the loaner mpu. The cause of the mpu sparking and shutting off was due to damage to the patient cable of the mpu; however, a root cause for the damage was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The customer order was shipped on 28may2021. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.